Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2023, that on (B)(6) 2023, the patient experienced a skin reaction. It was reported that the patient experienced a skin reaction with burning under entire patch area, which occurred an unknown number of days after the sensor had been inserted in an unknown insertion site. The patient saw a healthcare provider and the reaction was treated with a prescription of an oral course of sulfa antibiotics. The patient was admitted into the hospital for 2 days because of the symptoms of burning he experienced. No other treatment was given, the patient was doing some physical exercise in the hospital. There was no additional documentation of medical intervention. At the time of the report the patient was fine. No additional event or patient information is available.